Event description:
It was reported that the additive of paxgene® blood ccfdna tube was discolored and turning yellow. The was discovered in 8 tubes. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the additive is turning yellow.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. Near the end of the shelf life additive tends to change the color. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retention samples from bd inventory were evaluated by visual examination functional testing and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.